Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a return of symptoms. It was noted that the patient missed their refill. It was reported that the pump ¿ran dry¿ within the prior 24 hours. It was noted that the patient had an increased spasticity in the left lower extremity. It was reported that the patient was refilled at the time of report. It was noted that the pump was used to infuse compounded baclofen.